Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device technical analysis upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 37mm in length and extended from a position 6mm proximal of the proximal markerband to 29mm distal of the proximal markerband. The investigator was unable to inflate the balloon due to the longitudinal tear. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review a risk review was completed and confirmed that the event of balloon- failure to inflate and balloon - leak was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
Reportable based on device analysis completed on 12mar2026. It was reported that balloon was unable to inflate. The 53% stenosed target lesion was located in the moderately tortuous and mildly calcified basilic vein. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. During the initial pressurization to 8 atmospheres, the balloon could not maintain the pressure. The balloon was withdrawn from the body, and it was found that the balloon was leaking liquid. No pinhole was noted on the balloon material. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear.